Event description:
Device 1 of 2: reference MFR report: 1627487-2011-10374. It was reported the pt was no longer feeling stimulation and the ipg was unable to communicate with the external devices. The physician removed and replaced the ipg on (B)(6) 2011. On (B)(6) 2011, it was reported the pt was not feeling stimulation. The pt programmer was displaying an error message. Diagnostic testing revealed high impedances. Surgical intervention will be undertaken in the future to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.